Manufacturer narrative:
(B)(4). The lot was manufactured march 6, 2015 ¿ march 7, 2015. The device was received for evaluation with approximately 48 ml of fluid remaining in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused during infusion of 74 ml of fluorouracil and 23 ml of saline. The total fill volume was 97 ml. The actual flow rate was unknown but the medication was not completed within the expected time and the residual drug remained in the bladder. The temperature and height of the restrictor were unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.